Manufacturer narrative:
H6: investigation summary eleven open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on eight samples and a bent non patient end of cannula was observed on three samples. Due to the condition the samples were returned no clog test could be carried out. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that 9 bd micro-fine¿ pro pen needles the cannula broke off. The following information was provided by the initial reporter, translated from japanese to english: 9 np needle broken.

Event description:
It was reported that 9 bd micro-fine¿ pro pen needles the cannula broke off. The following information was provided by the initial reporter, translated from japanese to english: 9 np needle broken.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.